Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a lap inguinal hernia repair, the balloon would not inflate. Current patient status is fine. To correct the condition, they opened another balloon trocar. There was no unanticipated tissue loss or damage. Nothing fell into the patient cavity.